Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from croatia alleged discrepant results for two patients while using the cobas® sars-cov-2 test on the cobas® liat® system. The alleged sample 1 initially generated a positive result for sars-cov-2. The same sample was sent to another lab where it was retested on an unknown instrument and generated negative results. A new sample was recollected and tested on the same cobas® liat® system and generated a positive result for sars-cov-2 once again. The same sample was sent to the other lab where it was retested on the unknown instrument and generated negative results. The alleged sample 2 initially generated a positive result for sars-cov-2. The same sample was sent to another lab where it was retested on an unknown instrument and generated negative results. Both alleged samples 1 and 2 were retested again at the other lab and generated positive results. The initial positive results were released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 2 mdrs will be filed.

Manufacturer narrative:
Throughout the data analysis, a systematic issue was not observed and a product problem was not found. The positive results were consistent upon repeating. Note, it was reported that there were pre-analytical issues with sample preparation at the other lab where the repeat testing with the unknown assay was performed. For sample/patient 1, the observed discrepancy is most likely due to the sample being a weak positive for the sars-cov-2 target that is at/near the limit of detection (lod) of the assay. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. Review of the curves and the CT values for the sample/patient 2 sample showed a strong true positive and no abnormalities were observed. Facility's full name "(B)(6)." Has been truncated due to character limitations.